Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. Following an unrelated medical procedure (mammogram), the therapy delivered by the implantable neurostimulator, to control the left side of the body, was "not as good as it should be." The pt experienced tingling at the device/pocket site. Impedance readings were normal, but two readings were greater than 2,000 ohms. It was unclear whether any programming of the pt's device had been performed. It was later reported that x-rays were performed. The pt's device was removed and replaced. The info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.